Event description:
The customer observed a sample queue error while using the accelerator aps c system interface module, which resulted in a specimen result not being assigned to the correct sample ID. No patient data was provided. The customer indicated, they caught the error and corrected the result. No adverse impact to patient management was reported. This event meets mismatch ID reporting criteria per (B)(4), edition 008.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Further investigation of the customer issue included a review of customer data, abbott field service evaluation, a search for similar complaints, and a review of labeling. Abbott field service cleaned and adjusted the gate antenna and reduced tubing length to address the issue. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information a deficiency of the accelerator aps csystem interface module, list 07l0. Was not identified. A malfunction of the antenna allowed results to be associated with the incorrect sample, however, the system properly generated an error message to alert the operator to take corrective action.